Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd solis vip pump had an event of lock latch not working, battery compartment damaged, error 46507 (ui_error_unexpected_porta_isr), missing insulators pins during pre-test. The lock mechanism sensor error could interrupt infusion and would likely cause or contribute to a death or serious injury if the malfunction were to recur. There was no patient involvement, and no patient harm reported.